Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor valve was successfully implanted in a patient with a pre-existing atrial fibrillation. A pre-implant balloon aortic valvuloplasty was performed using a 18mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure. Once for being deployed too high and once too low. A post-implant balloon aortic valvuloplasty was performed due to moderate perivalvular leakage using a 24mm non-abbott device. The length of membranous septum is 1.4mm. The final non-coronary cusp implant depth was 12.9mm. Post-procedure, it was noted via electrocardiogram that the patient had worsening atrial fibrillation with rapid ventricular response. The patient was started on diltiazem and hospitalized for an extra 2 days for rate control. The patient's atrial fibrillation with rapid ventricular response persisted through (B)(6) 2025, the decision was made to performed a cardioversion with successful conversion to normal sinus rhythm. The patient was discharged at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of device malposition and atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported atrial fibrillation appears to be related to patient condition (history of atrial fibrillation, patient in atrial fibrillation prior to procedure). A cause for the reported device malposition could not be conclusively determined. The reported unexpected medical interventions and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.